Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified, the weight the device within specification, one opening extended on the anterior and crease fold. A microscopic analysis was performed which identified, two openings crease sharp on the posterior, one striated opening on the anterior, stress marks and wear abrasion. Based on the device analysis the final assessment is: two crease sharp openings on the posterior due to fold flaw opening; one striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Additionally, healthcare professional reported capsular contracture, baker grade unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.